Event description:
As reported, during a procedure on (B)(6) 2021, the bard/davol optifix straight fixation device stopped to discharge fasteners after pulling the trigger on the first attempt. The surgeon tried again and the device discharged one fastener on every third trigger pull, then the device stopped to discharge fasteners. As reported, the device was removed from the patient and was fired on a cotton patch and the device discharged a fastener which had no base (flat end). There was no reported patient injury. Addendum: as reported, during a transabdominal pre-peritoneal procedure (tapp), five fasteners fixated a bard/davol 3dmax mesh between deployment attempts. A cracking sound was heard after deploying the first fastener. After the five fasteners fixated the mesh, the surgeon closed the peritoneum. The temperature dot was not activated prior to use. The surgeon is an experienced user of the device.

Manufacturer narrative:
The subject device was returned for evaluation. Sample evaluation finds for bent guide wire and bent back up tabs. The reported deployment issue is a known result of bent guide wire and back up tabs. Internal component evaluation found no manufacturing anomalies. Review of the manufacturing records was performed and found the lot was manufactured to specification. Based on the sample evaluation and investigation performed, the root cause was inadvertently caused due to applied forces when in use. The instructions-for-use supplied with the device states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue. Place the tip of the optifix¿ absorbable fixation system at the desired location perpendicular to the mesh or tissue and apply adequate counterpressure. Different types of mesh may require different amounts of counterpressure. Adjust angle and counterpressure appropriately. Counterpressure should be applied to ensure the fastener is fully deployed. Compress handpiece actuation lever in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the distal tip of the device through the entire stroke. Release the actuation lever allowing it to return completely to its resting position. After each deployment, each fastener should be visually assessed for proper placement against the mesh or tissue. Repeat this procedure until all required fasteners are deployed. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, laparoscopic scissors can be used to cut the fastener head off and a grasper can be used to remove the head of the fastener. Place another fastener in the same vicinity. If the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to report the date of implant and additional event details. Updated fields: b4, b5 (event description), d.6a (date of implant), g3, g6, h2, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Manufacturer narrative:
The subject device was returned for evaluation. Sample evaluation finds for bent guide wire and bent back up tabs. The reported deployment issue is a known result of bent guide wire and back up tabs. Internal component evaluation found no manufacturing anomalies. Review of the manufacturing records was performed and found the lot was manufactured to specification. Based on the sample evaluation and investigation performed, the root cause was inadvertently caused due to applied forces when in use. The instructions-for-use supplied with the device states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue. Place the tip of the optifix¿ absorbable fixation system at the desired location perpendicular to the mesh or tissue and apply adequate counterpressure. Different types of mesh may require different amounts of counterpressure. Adjust angle and counterpressure appropriately. Counterpressure should be applied to ensure the fastener is fully deployed. Compress handpiece actuation lever in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the distal tip of the device through the entire stroke. Release the actuation lever allowing it to return completely to its resting position. After each deployment, each fastener should be visually assessed for proper placement against the mesh or tissue. Repeat this procedure until all required fasteners are deployed. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, laparoscopic scissors can be used to cut the fastener head off and a grasper can be used to remove the head of the fastener. Place another fastener in the same vicinity. If the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure on (B)(6) 2021, the bard/davol optifix straight fixation device stopped to discharge fasteners after pulling the trigger on the first attempt. The surgeon tried again and the device discharged one fastener on every third trigger pull, then the device stopped to discharge fasteners. As reported, the device was removed from the patient and was fired on a cotton patch and the device discharged a fastener which had no base (flat end). There was no reported patient injury.